Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing chest pain; the physician was unsure if it was related or the lead or the myocardial infarction the patient recently had. The right atrial lead exhibited loss of capture. All other electrical measurements were normal. The lead was explanted and replaced. The patient's condition was good post procedure.